Event description:
It was reported that the tps handpiece cord caused an attached hand piece to run by itself without activation. The event occurred during a routine maintenance visit. No adverse event was associated with the device.

Manufacturer narrative:
Upon disassembly of the device, a broken wire was noted. The wire was broken at the point where cable enters the strain relief at the handpiece end. The broken wire was identified as the probable cause of the failure described. The device was discarded because it is not a repairable device.